Manufacturer narrative:
ICU medical has requested that the device be returned for evaluation. Additional contact information: (B)(4).

Event description:
The event involved a 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave clear, dual check valve, 1.2 micron filter, luer lock and it was reported that the filter was leaking at less than two days of use, rate of infusion which is 1ml/h. There was patient involvement, and no patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review was conducted, and no nonconformities were found that would have led to the reported complaint.